Event description:
They placed the filter into a female patient. The release mechanism was depressed, and when they went to pull back on the sheath, the filter started to come back with it. Under fluoroscopy, there appeared to be a space between the filter and sheath and it appeared to be released, however, the filter was coming back upon removal of the sheath. They decided to almost entirely re-sheath the filter and re-deploy it. They were finally able to release the filter from the delivery system.

Manufacturer narrative:
Evaluation: this event is still under investigation.